Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose in (B)(6) with blood glucose of 300 or 200 mg/dl. The customer was advised not to wear the pump during x ray. The insulin pump will not be returned for analysis.